Event description:
The complainant reported an under-delivery. It was reported that 1500 ml were hung and the rate set at 100 ml per hour. The feeding took 17.5 hours to complete.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.